Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A physical evaluation could not be performed and no photos or videos were provided, and therefore, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred forty-five minutes into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The machine, a fresenius 2008t, alarmed with an air detector alarm which alerted the operator to the scene. The operator subsequently noticed blood leaking from the combi set tubing (which was inside the machine¿s blood pump). The patient¿s treatment was paused, and blood was returned from the arterial lines only. Estimated blood loss (ebl) was 50 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. There was no report of any obvious damage on the tubing, but the cn stated the device was not closely examined due to it being contaminated. The cn stated there was nothing wrong with the blood pump itself, and the machine did not need any repair work. The combi set was not available to be returned for manufacturer evaluation as it was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred forty-five minutes into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The machine, a fresenius 2008t, alarmed with an air detector alarm which alerted the operator to the scene. The operator subsequently noticed blood leaking from the combi set tubing (which was inside the machine¿s blood pump). The patient¿s treatment was paused, and blood was returned from the arterial lines only. Estimated blood loss (ebl) was 50 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. There was no report of any obvious damage on the tubing, but the cn stated the device was not closely examined due to it being contaminated. The cn stated there was nothing wrong with the blood pump itself, and the machine did not need any repair work. The combi set was not available to be returned for manufacturer evaluation as it was discarded.